Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that blood was observed to be leaking out of the smartsite needlefree valve when it was disconnected from the power injector. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking out of the smartsite needlefree valve was confirmed. Visual inspection observed a small hole/puncture or split to the smartsite piston. Leakage was observed form the hole during pressure testing. The root cause of the smartsite piston leak was determined to be a puncture from a sharp object.